Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted unspecified call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump failed to power up during investigation. As a result, the black box could not be downloaded and functional testing could not be completed. The alleged call service alarm issue was not fully investigated and no conclusion could be drawn. The root cause for the no power issue was identified to be cracked pump casing and moisture damages, which was reported on MDR #2531779-2015-31421.